Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# 0207769381, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (lot# 0207769381) revealed the lead was returned in two segments. The lead insulation was separated at the #3 electrode at the butt joint and all of the conductor wires were broken at the #3 electrode.

Event description:
It was reported that high impedances of >10000 ohms were measured on the patient¿s lead. It was stated that revision and explant of the lead was required as a result of the event. It was noted the product issue was resolved at the time of report. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.